Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked out of the luer lock. Reportedly, the luer lock connection was not tight. The customer tightened the luer lock connection. There was no impact to the customer's blood glucose level.